Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract vitrectomy combination procedure, self close valve could not closed in an ophthalmic entry system and caused water leakage. Surgery was completed on the same day with alternative entry system. Patient impact was not reported.

Manufacturer narrative:
Corrected information is provided in section d.4. Additional information is provided in sections h.6 and h.11. Three opened trocar assemblies in a small part tray (smpt) in a pouch were received for the report of self close valve cant not close, caused water leaking. Samples were visually inspected and found to be conforming. Functional leak test was performed and all three samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The returned samples were found to be visually and functionally conforming, therefore self close valve cant not close, caused water leaking as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocars were manufactured to specifications. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).